Event description:
The set bending and the unit could not be zeroed however when the product was received the stopcock was broken off of the transducer. No pt injury or treatment associated with this issue.